Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing causing pacing inhibition. It was noted that the myopotentials were reproducible with deep breaths and coughing. Programming changes were performed. The patient was stable before during and after.